Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that upon removal she could not find the string and had to manually remove the tampon. She stated after removal, she did see the string was attached.